Event description:
It was reported that during an iliac angioplasty treatment procedure, "the balloon broke inside the pt's right iliac." Right femoral embolectomy was performed five days later to "remove shiny translucent material resembling plastic." It was reported by the physician that the lesion being treated was a de novo lesion located in the mid external iliac artery (eia). The balloon had been introduced into the sheath one time. The physician did not have any difficulty inflating the balloon and was able to inflate it on the first attempt. One inflation to 14 atms was performed. The physician stated that the balloon burst at 12-14 atm (noted dye escape) prior to detachment of 1/2 of the balloon. The pt was asymptomatic during this event. The entire 2 cm balloon segment was successfully retrieved during femoral to femoral bypass surgery.

Manufacturer narrative:
Access to the device for non-destructive analysis has not yet been obtained as of the date of this report.